Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported a bravo short study. In order to gather information that was not obtained in the study, the physician has planned a repeat procedure.